Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to communicate with a belt) has been confirmed. As received, the monitor was unable to communicate with a belt and the belt receptacle was pulled from case. Upon investigation, the belt receptable was broken away from the case and the wire for pin 2 was cut. The cause for the failure was isolated to the defective belt connection. The root cause of the defective belt connection was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was unable to communicate with a belt.